Event description:
The customer's spouse found pt in insulin shock. They used the device to check pt's blood glucose and obtained a result of 74mg/dl. They called the paramedics and assumed pt arrived and checked pt's glucose at 25mg/dl. Pt was given a glucose IV and oxygen. Controls were not used on the system. The device was replaced and requested to be returned for eval.